Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) of 30 mg/dl following a meal announcement while using the ilet system. The user was transported by ems to the hospital where intravenous glucose was administered and the user was treated and released the same day. No long-term health effects were reported.